Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead in segments was returned. Analysis was performed and no anomalies were found. However, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching and explant damage. (B)(4).

Event description:
It was reported that the entire system was explanted due to a thrombus on the leads. The system was not replaced. No further patient complications have been reported as a result of this event.